Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request . Evaluation summary: post market vigilance (pmv) led an evaluation of one device .the visual inspection of the sulu revealed it had a full complement of staples and the interlock was engaged. There were no other abnormalities observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the reported condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, customer states that when dividing the ileum, the stapler could not fire. Another staple was replaced to continue the procedure. No patient injury.